Manufacturer narrative:
Product ID: 3889-28, lot# va09hd9, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The reporter reported that patient met with manufacturer representative a week prior to this call and was determined that patient¿s therapy was somehow turned off for a long time and was turned back on. The patient experienced loss of therapeutic effect and loss of stimulation were reported as sudden. It was later reported on (B)(6) 2014 that patient was getting 50% or greater symptom reduction. The cause of the event was determined and was noted as device related. The patient had fallen and turned device off, did not realize unit was off and could not figure out why she was not feeling stimulation. It was reported that the device was turned on and reprogrammed and have not hear d from patient since. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.